Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the health care professional that the device was wobbly during functional endoscopic sinus surgery. The procedure was completed by a back up device with 5 minutes delay. The device had in contact with the patient. There was no troubleshooting done. There was no patient impact.